Event description:
Fmc canada reported (0995) the safe loc connector was cracked. The patient was given prrophylactic antibiotics. Sample to be sent to fmc reynosa by fmc canada. The patient was given ancef 1 gram ip and gentamycin 40mg ip.